Manufacturer narrative:
The device remains implanted and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings related to the reported issue of the stent being malpositioned. Stent malposition is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported performing surgery with implantation of the istent. Postoperatively, the pt did not have the iop lowering effect that was expected so the surgeon performed gonioscopy and observed that the stent was seated in the ciliary base, not in schlemm's canal. The eye was quest and the pt was put back on glaucoma medication.